Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted after an implant duration of 4 years and 10 months due to streptococcus gordonii endocarditis. The valve was replaced with a 23mm 3300tfx valve. Per medical records, the patient presented with symptoms of sepsis. He was found to have strep gordonii bacteremia in the setting of colitis, tee showed concern for av annular abscess/endocarditis. The patient underwent redo avr with aortic root patch. Intraoperatively the av was excised and there was significant vegetation at the annulus, valve cuff, and below the valve, consistent with endocarditis. After debridement, a 23mm 3300tfx valve was implanted in replacement. Post procedure tee showed a well-seated av with no pvl. The patient was transported to the ICU in critical but stable condition.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 4 years and 10 months due to unknown reason. The valve was replaced with a 23mm 3300tfx valve.